Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, dizziness and/or headache, inflammatory response and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
As per additional information received on 06/03/2025: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto a-flex device. The manufacturer received information from the patient alleging eye irritation, dizziness, headache, inflammatory response, chronic obstructive pulmonary disease and lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. In this report, box h has been updated/corrected.